Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient presented with an infection after surgery. The insert was removed to facilitate an irrigation & drainage. A new insert was then implanted.

Manufacturer narrative:
1644408-2022-01409 was reassessed and determined to be non-reportable.